Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 327 bd syringe 5 ml s/t bns experienced scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: manufacturing reported to find 327 parts of material k-05600-025a batch 13p22k0646 with a smeared printing.

Event description:
It was reported that 327 bd syringe 5 ml s/t bns experienced scale marking issues. The following information was provided by the initial reporter, translated from spanish to english: manufacturing reported to find 327 parts of material k-05600-025a batch 13p22k0646 with a smeared printing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval, yes. D10: returned to manufacturer on: 14-feb-2023. Ten samples and one photo were provided to our quality team for investigation. A visual inspection was performed, and ten loose samples have light and missing print of the scale markings. The image shows six loose syringes showing the numbers and the ml area of the barrel with the "m" blurry on all the syringes and the "l" missing on four syringes. Potential root cause for the missing and smeared print defects is associated with the marking process. A device history record review was completed for provided lot number 2160605. A review showed one notification during the production that could have contributed to the reported defects.